Event description:
Following implantation of the programmable valve, the patient was lethargic and disoriented. The valve was reprogrammed and later a leak was noted at the abdominal site. This leak was determined to be the result of the peritoneal catheter migrating out from the abdomen and into the subcutaneous tissue. The catheter was placed again and patient returned home. Leakage was noted at the implant site. Three days later the patient became disoriented and was sent to the hospital. Reprogramming was attempted and the doctor decided to explant the valve. A third ventriculostomy procedure was performed. Operative notes revealed that the device had cracked between the antisiphon device and the valve itself. Patient is doing better at this time and is in cognitive therapy and showing improvement.